Event description:
During a dilation in the transverse colon, a cook hercules 3 stage wireguided balloon was used. After dilating the transverse colon with the device, the device was removed from the endoscope and then the endoscope was removed from the patient's body. At this time, the physician noticed that the balloon had detached from the catheter but was attached to tip of the endoscope. Since this was noticed by the physician after completion of the procedure, no further treatment was performed. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A visual examination of the catheter confirmed that the balloon was detached. The balloon was not returned. There were two kinks in the catheter at 190 cm and 192 cm from the tip of the catheter. A product-specific discrepancy that would have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A possible contributing factor to resistance in advancement and removal from the accessory channel is inadequate lubrication of the balloon with a lubricating agent. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement and removal. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use contain the following warning: "do not advance the balloon dilator if resistance is encountered. Assess the cause of resistance to determine if dilation should be re-attempted." The instructions for use direct the user to apply a vacuum and remove all fluid from the balloon while observing the balloon endoscopically. Then, the user is instructed to remove the deflated balloon from the accessory channel. The application of a vacuum will aspirate all residual fluid from the balloon and ease removal of the balloon from the endoscope. If these instructions are not followed, this could have contributed to the reported observation. The instructions for use contain the following precaution: "a compromised balloon may prohibit removal from the endoscope accessory channel. Removal of the endoscope along with the compromised balloon may be required." Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.